Event description:
Customer called to report the pump did not hae an audible tone. Troubleshooting was performed. The audible tone was not able to be heard. Device was not dropped, bumped, or exposed to moisture.